Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) developed a hematoma, which has been drained repeatedly with no resolution. The aus was removed, as the physician considers the possibility of allergic reaction to the antibiotic impregnated in the device. No additional patient complications were reported.